Event description:
A consumer reported the intraocular lens (iol) that was implanted in her eye four years ago was "four diopters too strong" and that a piggyback procedure was performed. She reported that lasik was done prior to the implant surgery and that her surgeon told her, because of this, it was hard to calculate the lens power. The consumer was not willing to provide the surgeon's contact information; thus, follow-up could not be done.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. The consumer was not willing to provide the surgeon's contact information; thus, follow-up could not be done. (B)(4).